Event description:
The customer reported a possible leak of the IV tubing around the lower fitment. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
Although, requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.